Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 8021545-2026- 00819 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 15-feb-2026. The infusion set was in use for 4 days. The leakage was at the site.the issue occured with 3 infusion sets. No further information available.